Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed no abnormalities as the lead tip appeared normal. The allegation against the lead was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged during a valve repair procedure. The rv lead was explanted. No additional adverse patient effects were reported.